Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was discovered during troubleshooting that the customer had not removed the residual air from the cartridge. Customer declined loading a new cartridge and planned to continue using the existing cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.